Event description:
Information received by medtronic indicated that the insulin pump battery last less than 1 day. Customer stated that the retention ring of insulin pump was loose and came off. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Retainer ring=missing. On (B)(6) 2021. Customer called in with the following concern: customer calls because his pump battery lasts less than 1 day and the retention ring of his pump is loose/came off. Customer is hbg due to breakfast and he has delivered a bolus. Customer indicates to not adhere to the IFU for pump use and does whatever he wants and calibrates whenever he wants. Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit. Unit passed self test and sleep current measurement test. Unit was received with high active current measurement test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 04, 68, and 53 alarms were recorded on 08/31/2021. During download review, pump error 53 alarm confirm in (adapt). File ID=2005 line ID=5632. The adapt tool also recorded multiple low battery alerts from 08/01 through 08/31. And multiple batt out limits also recorded on 08/31/2021. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that pump error 53 occur due to unstable power to the rf chip. Per r&d investigation it was determine that pump error 04 was cause by a previous occurrence of pump error 53. Proceed it by swapping boards to pinpoint the high current board. It was determine that pcb1 was at fault causing high active current draw. Problem isolated to electronic assemblies. Unit also received with missing reservoir tube o-ring and faded serial number label. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when detached retainer was noted. During download review pump error 53 ,68 and 04 were recorded and high active current was due to faulty pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Maedtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.